Event description:
Nurse stated that the patient's death was device related. Pt had right hemisphere cerebral vascular accident after placement of device.

Manufacturer narrative:
Based on the hospitals user facility report which states that "it is unclear that the device was implicated in the outcome" and with the device having been buried with the pt, the manufacturer now believes that this event is no longer MDR reportable. However, the manufacturer reviewed manufacturing records which revealed that the device met all applicable specifications upon manufacture. There is no evidence showing that the device was a possible cause for the reported complications. Based on the info available, no conclusion can be drawn as to the cause of this event. No further info is available. The manufacturer is now closing its file on this event.